Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery (cfa) using the pre-close technique via a 6fr sheath hole prior to an interventional procedure. Reportedly, the prostyle device did not work properly and a dissection in the artery occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device sutures. The physician stated that the dissection was due to the diseased cfa. It was not reported if the dissection required treatment. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a query of the complaint handling database could not be conducted because the product was not returned for evaluation and the lot number was not reported. The product risk assessment identifies this as a foreseeable event. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The reported patient effect of vascular dissection is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.